Event description:
Patient is diabetic and obese, immune compromised. On the event date, patient came to the office with a vaginal discharge and erosion of the sling, x-ray showed no change in the appearance of the bone." At surgery, the physician "was unable to dissect out the sling so he irrigated the wound and closed. In february, patient returned with pelvic pain and a c-scan showed a pelvic abscess involving the bone. In february, patient had a surgery where the inferior surface of the symphysis and surrounding tissues were debrided. They were not able to locate and remove the bone anchors at that time. Postoperatively patient continued to have pelvic pain and vaginal discharge. Patient returned to surgery. Patient had the pelvic debridement repeated including partial removal of the symphysis. The help of an orthopedist was enlisted for this procedure. The bone anchor was located and removed. The wound culture was positive for methacillin resistant staph."